Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of one-link needle-free IV connectors became wet / damp (sanitizer, water from hand washing) and the information (blue writing) on the back wipes off. This was noticed before patient use in the surgical intensive care unit. The concern was for removal of information related to pressure, tolerance for injection purposes, or volume required requirements. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.